Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient received "replace generator" notification and the ipg was deemed inoperable. As a result, surgical intervention is pending to address the issue.

Event description:
Additional information received indicated patient underwent surgical intervention where the ipg was replaced and effective therapy was restored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event information. Further information was requested but not received. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.